Event description:
The customer's wife reported that the customer passed away after falling and fracturing his skull. The customer was wearing the insulin pump at the time of the fall, and his blood glucose levels were high when he arrived at the hospital. It was stated at the hospital that the high blood glucose levels may have been a result of the fractured skull. The wife also stated that the customer was on coumadin medication, which complicated the injury. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.